Event description:
It was reported that device was used during a lap. Colon procedure. It was reported that there is a constant tone. The case was completed with another hp052. There was no patient consequence. .